Manufacturer narrative:
The device was discarded by the facility, therefore an analysis of the reported device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was severely calcified and located in the proximal circumflex. During treatment of the lesion with the oad, imaging was performed and it was noted that the vessel appeared larger than expected. After the third pass with the oad, the patient became unresponsive. Imaging was performed and a perforation of the circumflex was noted. Balloon angioplasty and stent deployment were performed to attempt to resolve the perforation. Surgery was performed to resolve the perforation and the patient was stable following the procedure.